Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture threshold, noise oversensing, automatic mode switch, high pacing impedance due to a fracture on the right ventricular (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the ra lead. The patient was in stable condition.